Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron select catheter 6f (6f select). During the procedure, while attempting to advance the 6f select through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and the 6f select would not advance; therefore, it was removed. The procedure was completed using another catheter and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron select catheter 6f (6f select)(ber) was kinked approximately 57.0 cm from the hub. The 6f select (ber) had kinks from the packaging condition. The outer diameter (od) could not be measured due to the kinks in the 6f select (ber). Conclusions: evaluation of the first returned device revealed that the 6f select (ber) was kinked. This kink was likely incidental and may have occurred while packaging the device for return to penumbra. Due to this kink in the 6f select (ber), the root cause of the reported resistance experience and the 6f select not being able to be advanced through the neuron max could not be determined. Evaluation of the second returned device revealed that the 6f select (sim) was functional. The od of the 6f select was measured and found to be within specification. Then the 6f select was advanced through a demonstration neuron max and out of the distal tip with some resistance due to return packaging-related kinks. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.